Event description:
A customer reported sporadic diluent low (dl) flag on the aia-900 analyzer. The customer indicated that the issue has been going on for the last three weeks. The analyzer is down. A field service engineer (fse) will be dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. Investigation is still in progress.

Manufacturer narrative:
A field service engineer (fse) assisted the customer with the issue over the phone. The customer informed the fse that the issue was occurring once every 2 weeks. The customer re-ran the sample but could not replicate the issue. The fse instructed the customer to flush the substrate system 2x with isopropyl alcohol, which resolved the issue. The customer validated the analyzer by running quality control and running quality control with the results within specification. The aia-900 analyzer is functioning as expected. No further action required by field service. A complaint and service history review was performed for serial number (B)(6) from 05mar2023 through the aware date 05apr2024. There were no similar complaints identified during the search period. The aia-900 customer training manual under section 11 aia-900 troubleshooting states the following: dl flag definition: detector low cause: 1. Out of substrate, or running with cleaning solution. 2. Low detector lamp intensity. Resolution: 1. Replenish substrate, perform daily check. 2. Contact tosoh technical support. The most probable cause was due to an obstruction of flow in the substrate system.